Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be the external usb data cable which was connected to the device at the time of the reported issue. The initial device used in the event had experienced a similar loss of power due to this external usb data cable as well. After replacement of this cable, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device lost power. The customer indicated that this device was used in conjunction with another device which had experienced a similar power issue. The customer explained that once the first device experienced a loss of power, all of the accessories and batteries were then moved to this device and upon attempted use, this device lost power. The customer did not provide any additional details of the reported patient event. There was no report of any adverse effects during the reported event.

Manufacturer narrative:
Physio-control further examined the removed external usb data cable and determined that the cause of the reported issue was that the 12-volt line had an intermittent short to ground. This resulted in a test device intermittently shutting off by itself unexpectedly and/or not powering on.